Event description:
The facility reported a colleague pump that reboots on it's own when it's expected to be on. The reported condition was identified during bio-med service. The incident occurred in central supply. There was no patient injury or medical intervention necessary. No additional information is available.the software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for unintended shutdown. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Manufacturer narrative:
The condition of the pump reboots on its own when it's expected to be on was confirmed through the event history but could not be duplicated. The pump had battery low set alert (2x), battery depleted set alarm & replace battery set alarm on (B) (6)2008. There was no activity from (B) (6)2008 to (B) (6)2010 in the history. The user attempted to power on the pump (operated on batteries) on (B) (6)2010 at 12:44:41. But due to depleted batteries, the pump powered off after one second, at 12:44:42. The main batteries where replaced to correct the reported condition. This device utilizes user interface module master software (B) (4) categorized as remediated. (B) (4)

Manufacturer narrative:
Additional information: there is a CAPA investigation, (B)(4), associated with this report. (B)(4).

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.